Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed because of 'lead fracture'. The lead was replaced with a new endotak transvenous defibrillation lead. Attempted implant-07/26/96.